Event description:
It was reported that cardiac perforation and cardiac tamponade occurred. During a farapulse atrial fibrillation procedure, a farawave 2.0 nav was selected for use. The physician was initially at wrong position and had to readjust the position and performed transseptal puncture (tsp). The transesophageal echocardiogram (tee) confirmed tsp went good without tamponade. The procedure was completed however at the end, the physician noted in the echo a large tamponade in right ventricular (rv) wall. It was necessary to drain the blood from pericardium (350 ml). The patient remained hospitalized. Act was above 300. The perforation was confirmed by transesophageal echocardiography, and the suspicion is that something went wrong during the transseptal puncture process. Physician tried to do the transseptal access in two places. Physician was not confident that the system was in a secure position. Therefore, he repositioned the system after the initial attempt. After this attempt, checked the pericardium using transesophageal echocardiography, and the echocardiographer reported no issues. Cardiac tamponade was observed after all catheters were withdrawn. The patient was discharged later on. Before a full recovery, the patient suffered a pericarditis, which was treated and then discharged home.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.